Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. A remote monitoring transmission indicated that the alert was triggered due to short v-v intervals and non-sustained episodes of noise/oversensing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.